Event description:
It was reported to ge that during the installation of a coldhead to the signa mr sys, the field engineer was injured due to a ferrous shield being attracted to the magnet. The field engineer was not following the documented field procedures which resulted in this injury.